Event description:
Patient came to clinic today and reported that he has been getting high sugar results on his meter, (nova max plus meter/test strips), patient's test strips were found to be defective, lot #1020215050, exp (B)(6) 2017, defective test strips taken away from patient and new rx for new test strips given to patient. Dates of use: (B)(6) 2015. Diagnosis or reason for use: patient diabetic and requires to check his sugar daily. Event abated after use stopped or dose reduced: yes.